Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen and morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump got tangled with a twisted catheter and it popped loose. It was noted that the patient went through withdrawal and woke up in the night with a soaked shirt. Per the caller the patient was given morphine supplements and a revision was performed on (B)(6) 2019. It was reported that the catheter was pulled and straightened out and the pump was moved to the right side. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the catheter twisting was sutures came loose and the pump flipping. The patient¿s weight was reported as approximately (B)(6). The current status of the revised catheter portion was reported as ¿done in surgery¿. No further complications were reported or anticipated.